Event description:
Event description cpi received information that the patient thought he heard the implantable cardioverter defibrillator (ICD) beeping while he was outside. It was further reported that only the 'beep on eri' function was programmed on. Review of the stored electrograms noted on february 1, 2000 the patients heart rate was below the paced lower rate limit. Review of the r-to-r intervals noted oversensing on the rate-sensing channel.